Manufacturer narrative:
Date rec'd by MFR: 01/29/2019. Failure analysis on the returned gas delivery system (gds) shows that the airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 14dec2018. International UDI #: (B)(4). The manufacturer¿s international service technician confirmed the reported airflow issue and replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 120 slpm setting. There was no patient involvement. The event date was not specified; estimate used.